Event description:
(B)(4).

Manufacturer narrative:
A steris service technician inspected the unit and reported that half of the yoke cover on light head 1 had come off. A screw from the yoke cover had come out and was found by the customer under the surgical table. The technician also found that tabs which hold the two halves of the yoke cover together were broken off upon inspection. The technician removed the entire yoke cover and installed a complete new yoke cover set with fastener. Cracked housing was also noted on light head 3 and was replaced with new housing by the technician. A cracked hood was noted on light head 2 which was replaced once parts had become available. The unit was installed on (B)(4) 2006 and is not under warranty or steris service contract. It is normally maintained by the facility engineering department. Damage observed to the light heads is indicative of inadequate preventative maintenance by the facility. The maintenance manual states (4-1), "in addition to the routine maintenance, regularly scheduled preventive maintenance is essential for safe and reliable operation of the equipment. The interval frequency should be increased with increased usage of the equipment." Steris has informed the customer of the recommended frequency for pm maintenance and a copy of the pm checklist including sections dealing with loose components was provided.